Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range pacing lead impedance and loss of capture was observed on left ventricular lead. Isometrics were negative during in-clinic device check. Lead will be revised during device changeout procedure. Procedure date is not scheduled yet. Patient was stable.